Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator would not transition from ac power to dc power. The customer reported the ventilator went to vent inop. No patient involvement reported.

Manufacturer narrative:
Through follow-ups, customer stated that they replaced the main power supply board to address the reported issue. Customer performed all required tests and unit passed successfully. The unit is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.